Event description:
It was reported that during a gyn procedure, tip of the harmonic device burned the bowel leaving a blanched mark in the shape of the blade on the bowel. No bowel perforation was reported. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Additional information sent to surgeon but no response received: as this is an internal burn, burns to individual organs and their severity are highly dependent on the organ burned and the depth of the burn. The depth will be determined by length of exposure and heat of instrument. Therefore, liver, spleen and kidney have little consequence when burned. Hollow muscular organs like stomach, bladder and uterus are slightly less tolerant than solid organs and thin walled hollow structures such as small bowel, colon and esophagus are at most risk. The outcome of the burn may not be immediately known and a 5-7 day follow up should be considered. Has the patient had any symptoms? What is the current patient condition? The device was returned in good physical condition the device was connected to a test handpiece and generator and it did activate. During functional testing, the device was activated for about 1 minute with no abnormal heat observed. The harmonic devices use ultrasonic energy to cut and coagulate via vibrations in the blade; and the movement of the blade has to have direct contact to generate heat. During and following activation in tissue, the instrument blade, clamp arm, and distal 7 cm of the shaft may be hot. Avoid unintended contact with tissue, drapes, surgical gowns, at all times. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.